Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use protege rx for patient treatment. The patient had stenosis of the left subclavian artery and distal occlusion of the abdominal aorta. A sheath was placed through the left radial artery, and a balloon dilatation angioplasty was performed for stenosis of the left subclavian artery through the left radial artery. The protege rx stent as positioned at the stenosis of the left subclavian artery and successfully deployed. After deployment, the stent shifted to the upper part of the distal occlusion of the abdominal aorta. An angiography showed that the stent was intercepted above the distal occlusion of the abdominal aorta. The proximal blood supply of the aorta was not affected. The patient had no obvious discomfort, and procedure was complete and the the patient was sent to the ward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.